Event description:
My husband has a libre 3 glucose sensor monitoring for his diabetes. We have had consistently high readings that do not correlate with his finger sticks. Abbott is the manufacturer. We call the company each time and they replace the sensor but someone needs to do some quality control on this product. As a diabetic it is imperative we get accurate data from these devices.